Event description:
Doctor alleged the foot section fell off during a delivery. There were no injuries reported.

Manufacturer narrative:
The field investigation reported the bed was inspected and the foot section latched properly. Preventive maintenance was performed on the bed on 04/25/2006 in which the foot section was checked. The conclusion is that the nursing staff may not be installing the foot section properly. The hill-rom technician in-serviced the nurse manager and demonstrated that if properly latched, the foot section cannot be removed, unless the latch is manually released.